Event description:
The customer alleged that he received high blood glucose readings and a control test result of 200 mg/dl. A normal control range was not provided, but should be around 105-145 mg/dl. No adverse events were alleged. The customer ended the call before anymore info could be obtained. No product will be returned.